Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user friend called stating that the m51 is not stopping like it should, that joystick does not recognize center position anymore.